Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Gender: female. K082513.

Manufacturer narrative:
Follow-up # 1 (06/14/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch vita meter was giving inaccurately high readings. On (B)(6) 2011 the technical service representative (tsr) spoke with the patient to obtain and verify information. On an unspecified date at 12:00 pm, the patient obtained the blood glucose readings of 153 mg/dl and 158 mg/dl on the reported meter, which she alleged were inaccurately high. The patient claimed her expected value is 120 mg/dl. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient took an unspecified dose of insulin, and thirty minutes later experienced the symptoms of shaking and sweating. The patient consumed food and/or a drink and felt better afterwards; she did not seek any medical attention. The patient was unable to provide her blood glucose readings on the day of this event, prior to the noon readings. Prior to this event, the patient had eaten an early breakfast and yogurt. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated meter readings, and received treatment with food to alleviate her symptoms. Therefore this complaint is being reported.